Event description:
The customer reported that, during maintenance, there was a blockage in the instrument channel. The subject device was sent to an olympus service center for evaluation. During inspection and testing, a seed was found inside the channel and the scope connector cover was dirty. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing found a seed in the channel and the scope connector cover was dirty. A review of the device history record found no deviations that could have caused or contributed to the reported issues. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the foreign material was found in the device because residue in the patient body was aspirated during use of the device. However, a definitive root cause of the reported issue could not be identified. Based on the results of the legal manufacturer's investigation, it is likely the scope connector cover was dirty due to insufficient reprocessing. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: ¿avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids." "If the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope, and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus.¿ olympus will continue to monitor field performance for this device. In addition, angulation in the up direction was out of specification due to wear of the angle wire, the light guide lens was chipped, the distal end cover was dented, there was a wrinkle in the connecting tube and universal cord, the image guide protector was discolored, the control unit and scope cover were deformed, the epoxy on the lens was worn, the angle knobs were not locking properly, angulation was slack, and the adhesive on the bending section cover was detached. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.